Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/29/2024, it was reported by a sales representative via sems-06550751 that an ar-1999hh ratcheting handle was grinding from the inside, and the grinding kept the surgeon from determining if the screw had been seated correctly, which kept it from functioning properly. This was discovered during a procedure, with no reported patient harm. Additional information was received on 5/2/2024: this was discovered during an rtsa procedure on (B)(6) 2024. The case was completed "normally," with nothing breaking inside the patient, no case delay, and no adverse effects on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1999hh serial/batch number (B)(6) was received for investigation. Visual inspection noted oxidation/discoloration on the handle of the device. Functional testing with mating part, ar- 9165ddg, was performed and found that the device doesn't ratchet. The most likely cause is attributed to wear and tear due to repeated use of the device.